Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. The rv lead is a single coil lead and the shock lead impedance is generally expected to be between 80-120 ohms. The data was reviewed and it was noted that the shock lead impedance on this system has been fairly stable over the last year with only two out-of-range measurements. There have been no episodes recorded on the device since the ICD was implanted and there was no noise on the presenting electrogram (egm). The physician elected to continue monitoring at this time. No patient symptoms or adverse effects were reported. This product remains in service.